Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tubing kink event on 24-sep-2024, which led to a hyperglycemic event and diabetic ketoacidosis, resulting in hospitalization. Blood glucose levels were reported to be 670 mg/dl during the event, which lasted six hours. Symptoms reported were nausea and a severe headache. The patient was admitted to the emergency room and subsequently to the ICU. The patient received intravenous insulin, two bags of potassium, and four bags of intravenous fluids in the hospital and was discharged on (B)(6) 2024. No further information available.